Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead electrogram (egm) does not look good. Moreover, chest x-ray showed no unusualities and physician thought possible micro-perforation. Boston scientific technical services (ts) discussed changes could be associated with the analog blanking of paced rv signal morphology by the device or programmer. To date, the lead remains in service. No adverse patient effects were reported.